Event description:
It was reported that the patient was submitted a 700 cx inflatable penile prosthesis implant. In (B)(6) 2010 now he has a thinning of the penis and an inflated implant without axial rigidity, fold in half, non-functional penis. The surgery was scheduled for (B)(6) 2020. The procedure will be the reconstruction of the corpora cavernosa and replacement of penile prosthesis.